Event description:
It was reported that this pacemaker system recorded high out-of-range pacing impedance measurements on the right atrial (ra) lead. Additionally, it was noted that, some months prior, a reposition procedure was performed on this ra lead, and a magnetic resonance imaging (MRI) was conducted, with all lead measurements within normal limits at that time. A possible lead integrity issue was suspected to have occurred during this period and causing the high out-of-range pacing impedance, making this no longer an MRI-conditional system. Technical services (ts) referred the health care professional (hcp) to the cardiology department to further inquire on this ra lead. No adverse patient effects were reported. This ra lead remains in service.